Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the review of dms, mismatch between sg and bg was confirmed. However, the investigation found that the concerned inaccuracy resulted from wrong calibration instances where the customer consecutively used sg values instead of bg values for calibration. The review of the in-vivo data shows that the accuracy perfectly recovered after the customer was recommended by the customer care team to make sure only bg values are used to calibrate the equipment. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at around 08:15 am. The reported blood glucose (bg) value was 209 mg/dl and sensor glucose (sg) value was 169 mg/dl. User did not receive high glucose alerts because the sg value did not cross the high alert threshold which was set at 195 mg/dl. User was not symptomatic, did not require medical treatment and was able to self treat.